Event description:
Same case as MDR ID #2134265-2013-08069. It was reported during a percutaneous coronary intervention procedure, missing coating occurred. A stingray catheter was used and failed to cross the unspecified lesion location. During the removal the physician felt that the hydrophilic coating was missing. The physician exchanged the stingray catheter for a new catheter and the stingray catheter failed to cross the lesion and also the coating was noted to be missing. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).